Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) that the ar-1600m 3-point shoulder distraction system pole-adjusting knob slides and would not remain in place during a case. No patient was affected.